Event description:
The event is reported as: the customer alleges that the tubing is collapsing when it is on the pt. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect were not provided. The device history record was reviewed and showed that there were no issues related to the report complaint on the product or its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the device sample becomes available this investigation will be updated with the eval results.